Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07feb2020.

Event description:
The philips service engineer (fse) identified during preventive maintenance that the device would not operate under battery power. The fse confirmed the reported failure. The customer replaced the battery and the power management board. The device has returned to service. The device was being prepared for clinical use only, before it was in use on a patient. There was no reported patient or user harm.